Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing in a laparoscopic distal pancreatectomy, while performing distal resection, the tissue was clamped and the firing button was pressed, then an attempt was made to fire but could not fire. When the product was replaced with a new one, it was able to be used without issue. There was no patient injury.